Manufacturer narrative:
The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad. A prepaid label was sent to the consumer for return of the product. Consumer has not returned the product.

Event description:
Consumer alleges she was using the heating pad on her stomach while in bed when she noticed a funny smell. She determined it was from the heating pad which was charred and melted together and had burned holes in her sheets and mattress pad. No injuries were reported with this incident.